Manufacturer narrative:
The lis is unable to handle alpha characters in the result field. During a new dl2000 software installation, the "upload alpha" setting (which is defaulted to "on") had not been turned to "off". The originator had the customer to change the setting to "off". After changing the setting, the customer tested it and it is working per design. The root cause for this event is the installation of a new console, and failure to copy the customer's "remisol.ini" file to the new console.

Event description:
A customer reported to beckman coulter inc. (Bci) that suppressed results from datalink2000 data manager (dl2000) were incorrectly reported by the lab info system (lis). The customer indicated that during installation of a new dl2000 console, the customer's dictionary from their original console was copied without the file "remisol.ini" which contains the "upload alpha" setting. The new console had the default setting for "upload alpha" which was "on". As a result, the dl2000 uploaded the alpha "result" to the lis, which misinterpreted the flag and incorrectly reported results for 3 different samples: a, b, and c. Treatment was not initiated or with held based upon the erroneous results.